Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty. Intra-op, the inner stylet of the inflatable bone tamp pierced the balloon about 1 cm when it was inserted in vertebral body. The physician pushed stylet back into balloon and re-used it. The procedure was not affected. There were no patient complications as a result of the alleged event.